Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. According to the patient, on (B)(6) 2025, she had a regular visit with her doctor and had her blood drawn. Upon receiving the results, it was found that the patient¿s bg reading was over 1000 mg/dl (she is unable to recall the value) while the cgm displayed 150 mg/dl. The patient felt dizzy, lightheaded and had vertigo. She self-treated with her apidra insulin pen. Later that day, she was admitted to the hospital due to diabetic ketoacidosis. At the hospital, the bg reading was 800 mg/dl, the patient was unable to recall the cgm reading. She was given apidra using an insulin pen as a treatment. The patient was discharged from the hospital on (B)(6) 2025. At the time of the report, the patient was feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.